Event description:
It was reported the device was in use for infusion of cefazolin. The reporter stated the medication bag had about 1/3 of volume remaining when expected to be empty. No adverse effects reported.